Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to a cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump screen had black streaks. The blood glucose reading was 86 mg/dl. The insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.